Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (essure in the left tube extended farther down into the tube that the one on the right)/ left essure may be misplaced and that could be causing abdominal pain and painful intercourse") in a 27-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009 and (B)(6) 2012), ectopic pregnancy on (B)(6) 2011, anogenital warts in 2006, numbness, throbbing pain, allergy, constipation, anhedonia, nocturnal awakening, hypersomnia, feelings of worthlessness, vomiting, urticaria, tonsillectomy in 2002, breast reduction in 2008, oophorectomy on (B)(6) 2011, colonoscopy, polypectomy, allergic reaction to analgesics (aspirin- hives, other hives and itching), drug hypersensitivity (codeine- itching), carpal tunnel release and esophagogastroduodenoscopy on (B)(6) 2016. She denies excessive energy, decreased need for sleep, increased talkativeness, racing thoughts, imprudent spending, tremor, excessive sweating, heat intolerance, rapid pulse or diarrhea. Previously administered products included for to prevent pregnancy: mirena from 2007 to 2009; for an unreported indication: nuva ring from 2009 to (B)(6) 2012, ibuprofen and percocet. Concurrent conditions included obesity, cigarette smoker, dysuria, rash, hearing loss unilateral, balance difficulty, heartburn, pap smear abnormal, sexually transmitted disease, vaginal itching, hypothyroidism, nasal congestion, vaginal irritation, coccydynia, diabetes mellitus, essential hypertension, obstructive sleep apnea syndrome, neck mass, upper abdominal pain and human papilloma virus infection since 2006. Family history included depression (mother, maternal grandmother, sister), alcohol use (father,), ovarian cancer (maternal grandmother), heart disease, unspecified (maternal grandfather, paternal grandfather), eczema (daughter), lipids abnormal (paternal grandmother), obesity and hypertension (maternal grandfather, paternal grandfather). Concomitant products included lisinopril for blood pressure increased. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, headache ("headaches"), migraine ("migraines") and ovarian cyst ("tumor/teratoma/ cancer ((bilateral follicular cyst)"). On (B)(6) 2014, the patient experienced dizziness ("dizziness") and vertigo ("vertigo"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection (long term uti)") and vaginal infection ("vaginal infection (vaginitis)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/ cramping") and dyspareunia ("dyspareunia (painful intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), depression ("psychological or psychiatric (depression/worsened by essure)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric (generalised anxiety/worsened by essure)"), bipolar disorder ("psychological or psychiatric (bipolar)/worsened by essure)") and uterine enlargement ("complications or problems that occurred at the time of your essure placement (that I have a slightly enlarged size anteverted uterus)"). The patient was treated with sertraline (zoloft), bupropion (wellbutrin), alprazolam (xanax), omeprazole (prilosec), meclozine (meclizine), co-trimoxazole (bactrim), sucralfate (carafate) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, depression, headache, migraine, nausea, fatigue, gastrooesophageal reflux disease, dizziness, vertigo, anxiety, bipolar disorder, ovarian cyst and uterine enlargement outcome was unknown, the menstrual disorder, back pain, dyspareunia and vaginal discharge had resolved and the urinary tract infection had not resolved. The reporter considered anxiety, back pain, bipolar disorder, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection and vertigo to be related to essure. The reporter commented: mr-essure was successfully implanted, without complications an visualized two trailing coils within the left uterine cavity and seven trailing coils within the right uterine cavity. After essure removal surgery, the plaintiff has been left with abdominal deformity and severe large scarring and all her symptoms have resolved and that she feels much better. There were 7 coils visualized into the uterine cavity. Once the devices were placed, the uterus was again scanned and then the hysteroscope was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative on (B)(6) 2012, she had an hysterosalpingogram test performed which resulted in uterine cavity silhouette clearly seen with good cornual filling. Still radiographs were taken and assessment showed correctly placed micro inserts and tubal occlusion, impression showed occluded tubes, with micro-insert location and fallopian tube occlusion confirmed. On (B)(6) 2016, she had transvaginal ultrasound done where left essure device showed to have migrated forward more than the right essure device, which may be the source of the abdominal pain she experienced. On (B)(6) 2016, ultrasound soft tissue head and neck- impression: in the area of concern in the palpable abnormality in the right lateral neck, there are a few mildly prominent lymph nodes which demonstrate normal fatty hila and reniform shape. Recommend clinical follow-up. On (B)(6) 2016, radiology- impression: normal hida scan, gallbladder ejection fraction 91%. On (B)(6) 2016, MRI pelvis-indication: lower abdominal pain. The patient has essure devices. Impression: cylindrical region of susceptibility artifact at the right uterine isthmus. Likely represents known essure device. A similar finding was not definitely seen at the left isthmus. Clinical correlation is recommended. Comparison with pelvic radiography in initially suggested. If concern for essure device malfunction, hysterosalpingogram could be performed. Encicentral nabotalar cysts. On (B)(6) 2016, trans-abdominal and transvaginal ultrasound-impression: normal appearing anteverted uterus. There is an essure device seen within the right interstitial portion of the uterus extending right laterally into the right fallopian tube. There is another essure device seen extending from the uppermost portion of the fundus and appears 10 extend obliquely at approximately a 30 degree angle along the upper margin of the fallopian tube. When comparing the two adnexal essure devices; the left essure device appears significantly superior to that of the right, there is no recognizable fallopian tissue superior to the left essure device as it extends laterally. Therefore, there is question as to if the left essure device is in the correct position. Both ovaries appear normal. On (B)(6) 2016, surgical pathological report- gross description: the specimen is labeled uterus, cervix, bilateral fallopian tubes. It consists of uterus and two fallopian tubes and as well as what appears to be a segment of cervical tissues. The uterus measures 11.5 by 8.5by 5.3 cm and shows no surface lesion. The uterus weighs 140.6 grams. The separate cervical fragment measures 3.7by 2.3 by 1.7 cm by 2.3 by 1.7 cm. A section of cervical tissue is seen, it appears to be the anterior cervix. The cervix is otherwise unremarkable. Upon opening the endocervical and endometrial canal is unremarkable. Endometrium is fleshy and measures up to 0.2 cm with the myometrium measuring upto 2.0 cm. The fallopian tube measures 4.3 by .5 by 1.0 cm and 305 by 1.0 by 1.0 cm. They show no focal lesion. Representing segments of each fallopian tube are submitted. On (B)(6) 2016, radiology- impression: 1. No definite evidence for acute fracture. 2. Asymmetric alignment of the pubic symphysis as detailed, possibly projectional and/or related to previous trauma. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming fatigue, depression,nausea, vaginal bleeding, migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (essure in the left tube extended farther down into the tube that the one on the right)/ left essure may be misplaced and that could be causing abdominal pain and painful intercourse") in a (B)(6) year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009 and (B)(6) 2012), ectopic pregnancy on (B)(6) 2011, anogenital warts in 2006, numbness, throbbing pain, allergy, constipation, anhedonia, nocturnal awakening, hypersomnia, feelings of worthlessness, vomiting, urticaria, tonsillectomy in 2002, breast reduction in 2008, oophorectomy on (B)(6) 2011, colonoscopy, polypectomy, allergic reaction to analgesics (aspirin- hives, other hives and itching), drug hypersensitivity (codeine- itching), carpal tunnel release and esophagogastroduodenoscopy on (B)(6) 2016. She denies excessive energy, decreased need for sleep, increased talkativeness, racing thoughts, imprudent spending, tremor, excessive sweating, heat intolerance, rapid pulse or diarrhea. Previously administered products included for to prevent pregnancy: mirena from 2007 to 2009; for an unreported indication: nuva ring from 2009 to (B)(6) 2012, ibuprofen and percocet. Concurrent conditions included obesity, cigarette smoker, dysuria, rash, deafness left ear, balance difficulty, heartburn, pap smear abnormal, sexually transmitted disease, vaginal itching, hypothyroidism, nasal congestion, vaginal irritation, coccydynia, diabetes mellitus, essential hypertension, obstructive sleep apnea syndrome, neck mass, upper abdominal pain and human papilloma virus infection since 2006. Family history included depression (mother, maternal grandmother, sister), alcohol use (father,), ovarian cancer (maternal grandmother), heart disease, unspecified (maternal grandfather, paternal grandfather), eczema (daughter), lipids abnormal (paternal grandmother), obesity and hypertension (maternal grandfather, paternal grandfather). Concomitant products included lisinopril for blood pressure increased. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, headache ("headaches"), migraine ("migraines") and ovarian cyst ("tumor/teratoma/ cancer ((bilateral follicular cyst)"). On (B)(6) 2014, the patient experienced dizziness ("dizziness") and vertigo ("vertigo"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection (long term uti)") and vaginal infection ("vaginal infection (vaginitis)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/ cramping") and dyspareunia ("dyspareunia (painful intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), depression ("psychological or psychiatric (depression/worsened by essure)"), fatigue ("fatigue"), generalised anxiety disorder ("psychological or psychiatric (generalised anxiety/worsened by essure)"), bipolar disorder ("psychological or psychiatric (bipolar)/worsened by essure)") and uterine enlargement ("complications or problems that occurred at the time of your essure placement (that I have a slightly enlarged size anteverted uterus)"). The patient was treated with sertraline (zoloft), bupropion (wellbutrin), alprazolam (xanax), omeprazole (prilosec), meclozine (meclizine), co-trimoxazole (bactrim), sucralfate (carafate) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, depression, headache, migraine, nausea, fatigue, gastrooesophageal reflux disease, dizziness, vertigo, generalised anxiety disorder, bipolar disorder, ovarian cyst and uterine enlargement outcome was unknown, the menstrual disorder, back pain, dyspareunia and vaginal discharge had resolved and the urinary tract infection had not resolved. The reporter considered back pain, bipolar disorder, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, generalised anxiety disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage, vaginal infection and vertigo to be related to essure. The reporter commented: mr-essure was successfully implanted, without complications an visualized two trialing coils within the left uterine cavity and seven trialing coils within the right uterine cavity. After essure removal surgery, the plaintiff has been left with abdominal deformity and severe large scarring and all her symptoms have resolved and that she feels much better.there were 7 coils visualized into the uterine cavity. Once the devices were placed, the uterus was again scanned and then the hysteroscope was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative . On (B)(6) 2012, she had an hysterosalpingogram test performed which resulted in uterine cavity silhouette clearly seen with good cornual filling. Still radiographs were taken and assessment showed correctly placed micro inserts and tubal occlusion, impression showed occluded tubes, with micro-insert location and fallopian tube occlusion confirmed. On (B)(6) 2016, she had transvaginal ultrasound done where left essure devcie showed to have migrated forward more than the right essure device, which may be the source of the abdominal pain she experienced. On (B)(6) 2016, ultrasound soft tissue head and neck- impression: in the area of concern in the palpable abnormality in the right lateral neck, there are a few mildly prominent lymph nodes which demonstrate normal fatty hila and reniform shape. Recommend clinical follow-up. On (B)(6) 2016, radiology- impression: normal hida scan, gallbladder ejection fraction 91%. On (B)(6) 2016, MRI pelvis-indication: lower abdominal pain. The patient has essure devices. Impression: cylindrical region of susceptibility artifact at the right uterine isthmus. Likely represents known essure device. A similar finding was not definitely seen at the left isthmus. Clinical correlation is recommended. Comparison with pelvic radiography in initially suggested. If concern for essure device malfunction, hysterosalpingogram could be performed. Encicentral nabotalar cysts. On (B)(6) 2016, trans-abdominal and transvaginal ultrasound-impression: normal appearing anteverted uterus. There is an essure device seen within the rightinterstitial portion of the uterus extending right laterally into the right fallopian tube. There is another essure device seen extending from the uppermost portion of the fundus and appears 10 extend obliquely at approximately a 30 degree angle along the upper margin of the fallopian tube. When comparing the two adnexal essure devices; the left essure device appears significantly superior to that of the right, there is no recagnizable fallopian tissue superior to the left essure device as it extends laterally. Therefore, there is queston as to if the left essure device is in the correct position. Both ovaries appear normal. On (B)(6) 2016, surgical pathological report- gross description: the specimen is labeled uterus, cervix, bilatereal fallopian tubes. It consists of uterus and two fallopian tubes and as well as what appears to be a segment of cervical tissues. The uterus measures 11.5 by 8.5by 5.3 cm and shows no surface lesion. The uterus weighs 140.6 grams. The separate cervical fragment measures 3.7by 2.3 by 1.7 cm by 2.3 by 1.7 cm. A section of cervical tissue is seen, it appears to be the anterior cervix. The cervix is otherwise unremarkable. Upon opening the endocervical and endometrial canal is unremarkable. Endometrium is fleshy and measures up to 0.2 cm with the myometrium measuring upto 2.0 cm. The fallopian tube measures 4.3 by .5 by 1.0 cm and 305 by 1.0 by 1.0 cm. They show no focal lesion. Representing segments of each fallopian tube are submitted. On (B)(6) 2016, radiology- impression: 1. No definite evidence for acute fracture. 2. Asymmetric alignment of the pubic symphysis as detailed, possibly projectional and/or related to previous trauma. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming fatigue, depression,nausea, vaginal bleeding, migraine headache. Most recent follow-up information incorporated above includes: on 12-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, lab tests, historical drug, lot number-919017 were added. Events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) (long term uti and vaginitis from (B)(6) 2015 until device removed), psychological or psychiatric (depression, generalized anxiety disorder, bipolar), bladder or urinary problems or changes, migraines / headaches, migration of essure device (essure in the left tube extended farther down into the tube that the one on the right), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer (bilateral follicular cysts), pain, fatigue, gastrointestinal or digestive system condition (gastroesophageal reflux disease), dizziness, vertigo and complications or problems that occurred at the time of your essure placement (that I have a slightly enlarged size anteverted uterus) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstrual disorder, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications an visualized two trialing coils within the left uterine cavity and seven trialing coils within the right uterine cavity. After essure removal surgery, the plaintiff has been left with abdominal deformity and severe large scarring and all her symptoms have resolved and that she feels much better. Diagnostic results: on an unspecified date, she had an hysterosalpingogram test performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.